Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5,the additional evaluation findings are as follows: software upgrade was recommended. The device evaluation found no other device abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information will be provided by the user facility

Event description:
It was reported that the video system center had bent camera pins in the socket. The issue occurred during an unspecified therapeutic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that video connector socket cannot be connected occurred due to bent video connector socket terminal pin. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.